Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, that right ventricular (rv) lead dislodged and delivered an inappropriate shock. The detections were turned off and the lead was explanted and replaced the following day. No further patient complications have been reported as a result of this event.